Event description:
On (B)(6) 2018 a patient (pt) reported a corneal ulcer diagnosis approximately 3-4 years ago while wearing an unknown acuvue brand contact lens. On (B)(6) 2018 a call was placed to the pts treating eye care professional who reported that the pt was diagnosed with a corneal ulcer os on (B)(6) 2009. At the time of the event the pt was wearing the 1- day acuvue brand contact lenses. The representative reported the ulcer was "bigger", located at 4 o'clock. The pt was also diagnosed with superficial punctate keratitis (spk). Pt was prescribed vigamox 1 drop every hour for the first 24 hours, then taper to qid for 7 days. Pt was also seen for follow-up visits on (B)(6) 2009. The corneal ulcer resolved and the pt returned to contact lens wear. The representative reported that the ecp advised the pt in 2007 to "wear contact less". Pt does not want to wear glasses. No additional medical information has been received and no additional medical information is expected. The lot # is unknown and the suspect product was discarded by the patient. (B)(4).